Event description:
Chamber a-pump failure with medication (diprovan) running - no adverse out come to patient. Assessed by hospital clinical engineering staff to verify failure code (808:07) action - replaced pump mechanism failure code 813:01 corrective action - may be casrade error after occurrence of another failure code or after phm software supgraded.